Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing a high blood glucose of 500 mg/dl. Customer stated they were about to bolus but was not sure whether the 10 units were delivered or not. Customer was looking at the active insulin of 10 units not the bolus. It was not noted if auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.